Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, full lead was returned and analyzed.

Event description:
It was reported that during the implant procedure, the lead was attempted and hit his bundle. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.